Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and pump shut off. Customer did not know if blood glucose (bg) was impacted; at time of report it was 386 mg/dl. Tandem technical support reviewed pump history and it showed pump battery was depleting as expected based on the pump's settings and usage. Customer requested pump data be reviewed. Although multiple attempts were made by tandem technical support to request pump data be uploaded, customer did not reply.